Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on 8100 s/n (B)(4), having an issue on either side of the iui when plugin to 8015 device, will not recognize channel ID. Ray already replaced iui connectors on both sides left and right. Still continue to have the same issue of not recognizing the channel ID. I recommended to verify the door harness assembly make sure that is not broken or not seated all the way in. And the other possibility is faulty logic board. Ray will go ahead and the door harness assembly first. If he need to replace the logic board, he would consider sending it in because is more cost effective.